Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Lot number: b201877.

Event description:
The patient contacted animas on (B)(4) 2013 reporting that the cartridge has air bubbles when he fills up the cartridge. The patient confirmed that they have been using room temperature insulin. The patient stated he is not injecting air into the insulin, they inject it into the air portion of the vial. They stated that they primed out the air when the cartridge is filled. There is no reported adverse event with this complaint. This report is made based on the allegation of the air bubbles in cartridge issue.